Event description:
As reported by the field clinical specialist (fcs), approximately 11 years, 6 months, 18 days post transapical tavr procedure with a sapien valve, the valve presented aortic insufficiency. The patient was report to have passed away. According to the medical record the patient presented to the emergency room with acute onset of chest pain for approximately 1 week. The patient was admitted for acute coronary syndrome. Troponin levels and bnp were critically elevated. The patient was diagnosed with a non-st elevation myocardial infarction, refractory symptoms requiring nitroglycerin drip. Tte done 11/13 shows preserved lvef w/ severe ai, central bioprosthetic severe aortic valve regurgitation, the non-coronary cusp in non-coapting. A cardiac catheterization noted 80% proximal stenosis of the graft to the obtuse marginal, other graft sites were patent. The conclusion of the cardiac catheterization noted; no intervention to be performed do to markedly elevated edp in the setting of severe aortic regurgitation and flash pulmonary edema causing severe hypoxemic respiratory failure refractory to intubation. The physician felt that performing an intervention on this severely calcified 20-year-old graft with timl-3 flow is at a very high risk for no reflow after the intervention which could only worsen the patient's condition, and that an intervention on this segment may also not provide significant improvement to the patient's current condition. This lesion also does not explain the global ischemic changes noted on the EKG since the patient admission, which at this point with a patent lima could only be explained by a massive coronary/bypass graft steal of flow phenomena in the setting of severe aortic regurgitation and barely any coronary/graft filling in diastole. This was also another reason for not to intervene on this lesion, given poor graft filling pressures in diastole and high risk for no reflow there is a very high chance for acute stent thrombosis which will only worsen the patient's condition. The plan was for an urgent valve in valve tavr. The patient expired the day after the catheterization, before the tavr could be performed.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Although the exact cause and source of the degeneration cannot be determined, it is possible patient factors (hypertension, hyperlipidemia, and carotid artery disease may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.